Event description:
It was initially reported by the patient's father that the patient has been experiencing intermittent itching throughout body which began about 6 months after pump was implanted. On (B)(6) 2007, infusion drug baclofen was removed and replaced with saline until cause of itching was determined. The itching had continued since drug removed and saline injected into pump reservoir. On (B)(6) 2007, hcp reported that the patient cannot communicate well. "Parents say he has episode of itching. They believe he was having intermittent 'withdrawal'. He had no other symptoms of withdrawal - no change in tone, etc. And spontaneously acted better. ''Several pump studies demonstrated normal pump function and no catheter problems." The pump continued to run with saline at minimal rate. The patient continued to have episodes and the parents were concerned that he was allergic to the pump. Drug delivered via the device was lioresal. As of the date of this report, an underdose was reported. It was added that for several years, the patient had intermittent episodes of itching of which was thought to be bouts of intrathecal baclofen withdrawal/underdose and poor efficacy. The patient was clarified as being ''basically non-communicative.'' Drug from the pump was tested and found to be normal. The drug infusion system was explanted and the patient had a spinal surgery. It was later added that a dye study was performed and results were normal. The patient was having spine surgery so the entire device system was explanted and not replaced. The patient had recovered without sequela. The patient / patient's family were considering a replacement of the explanted pump and catheter.

Manufacturer narrative:
Programmer model: 8840, serial # unk; catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011. Analysis of the pump revealed high battery resistance. Analysis of the catheter revealed a non-significant anomaly in regards to a slice cut of the catheter body.